Event description:
Meter name: one touch basic, strip name: one touch, meter code: 7 strip code: 7, strip storage: unk, good condition symptoms: passed out, lips turned blue, eyes dilated. A pt reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 119 mg/dl. The result on the emergency medical tech's meter was 40mg/dl. The time difference between pt's meter and emt meter was unk. Treatment was unk. No further info has been reported.